Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. Block e1 (initial reporter facility name): the cancer institute hospital of japanese foundation for cancer research ariake hospital block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. During scope cleaning, the hedgehog brush head was damaged at the connection point to the valve brush. The scope cleaning was completed using another of the same device. There was no patient involvement in the event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: block b5 (describe event or problem). Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. During scope cleaning, the hedgehog brush head was damaged at the connection point to the valve brush. The scope cleaning was completed using another of the same device. There was no patient involvement in the event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received on november 18, 2025: it was reported that at the time of retrieval, the hedgehog double-end brush was found broken into two pieces. The break occurred during cleaning, outside the endoscope, at the connection point between the brush head and the valve brush.

Manufacturer narrative:
Additional information: block b5 (describe event or problem). Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured. Block h11: one hedgehog brush was received for analysis in two separate pieces. The valve brush was detached and returned. Visual inspection confirmed that the brush head had separated from the green-handle end of the dual brush. No additional damage or defects were observed. Product analysis confirmed the reported event of a detached brush head. Therefore, a review and analysis of all available information indicated the most probable cause is "cause linked to device but unable to trace more specifically." An investigation to address this problem is currently in progress. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. During scope cleaning, the hedgehog brush head was damaged at the connection point to the valve brush. The scope cleaning was completed using another of the same device. There was no patient involvement in the event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received on november 18, 2025: it was reported that at the time of retrieval, the hedgehog double-end brush was found broken into two pieces. The break occurred during cleaning, outside the endoscope, at the connection point between the brush head and the valve brush.